Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found with the lead. Blood/body fluid was present on the distal conductor. Visual analysis observed insulation was disengaged from the lead, and there was apparent implant damage. The full lead was returned in segments. Guidewire: primary analysis finding: blood on guidewire. The guidewire was stuck in the lead, the guidewire was damaged, guidewire coating was scraped off in some areas, and there was apparent implant damage.

Event description:
It was reported that during a lead implant, the lead guide wire got stuck. The lead was explanted. The guidewire was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.